Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at a 2-week post-operative exam. A brief description from the surgery center indicated the patient had extreme light sensitivity outdoors and indoors especially with the computer at work. Topical steroids were increased. Patient began using lotemax pulse for both eyes. Bcva from (B)(6) 2018: right eye pre-op 20/15 -3.00 x -.75 x 5, left eye pre-op 20/20 -4.50 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.